Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The report states that the filter malfunctioned including shortness of breath, chest pain, back pain, abdominal pain and internal discomfort, filter tilted anteriorly, and is partially embedded. The filter struts perforate the ivc wall and there is dystrophic calcification of the ivc. Per the medical records, history includes gastric bypass surgery, and a post-surgical scan revealed an ivc filter at the l3 level. Per the patient profile form (ppf), the patient experienced ivc and organ perforation, filter tilt, filter embedded, blood clots, clotting, and/or occlusion of the ivc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization, and calcification of the implant site, is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of gastric bypass surgery. An upper gastrointestinal scan was done to evaluate a post gastric bypass leak. The scan revealed no evidence of obstruction or extravasation. An inferior vena cava (ivc) filter was noted at the l3 level.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut( s) into organs, filter tilt, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the reported events approximately thirteen years after the index procedure.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The report states that the filter malfunctioned including shortness of breath, chest pain, back pain, abdominal pain and internal discomfort, filter tilted anteriorly, and is partially embedded. The filter struts perforate the ivc wall and there is dystrophic calcification of the ivc. Per the medical records, history includes gastric bypass surgery, and a post-surgical scan revealed an ivc filter at the l3 level. The patient reported becoming aware of, the patient experienced ivc and organ perforation, filter tilt, filter embedded, blood clots, clotting, and/or occlusion of the ivc, approximately thirteen years post implant. The patient has subsequently reported experiencing impaired cognitive function, vision impairment, and mental anguish. The patient continues to experience lack of sleep, swelling in both legs, pain in both legs (mostly right leg) and patient can no longer walk or stand for long periods of time. Medical records and limited imaging were submitted for external review. The assessment indicated that the patient had a history of morbid obesity and the filter was placed prophylactically prior to gastric bypass surgery. It was unknown why the filter was left in place after the increased risk of deep vein thrombosis (dvt)/pulmonary embolus (pe) in the perioperative period had passed. The reviewer noted that the filter was deployed in the infrarenal area of the inferior vena cava (ivc) at the l3 level. The filter was tilted anteriorly such that the cephalad apex is in direct contact with the anterior caval wall, and the caudal apex/hook is in direct contact with the posterior caval wall. Both may be partially embedded. All six of the filter¿s primary struts tent the wall of the ivc. Early strut perforation is present posteriorly and postero-medially on a computed tomography (CT) scan. Dystrophic calcification is present in the posterior aspect of the ivc at the level of the filter, possibly the result of old clot in this area or tissue reaction due to the presence of the filter itself. Post-operative changes are present in the upper abdomen consistent with bariatric gastric bypass surgery. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may be related to patient, vessel and/or pharmacological issues. Dystrophic calcification is possibly the result of old clot or tissue reaction due to the presence of the filter itself. Shortness of breath, cognitive and visual impairment, anxiety, decreased sleep, leg swelling, gait disturbance, and pain do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced impaired cognitive function , vision impairment, and mental anguish. The patient continues to experience lack of sleep, swelling in both legs, pain in both legs (mostly right leg) and patient can no longer walk or stand for long periods of time.  Additional information received includes a retrospective review of medical records and limited images provided to the reviewer. The review states that the patient had a history of morbid obesity. The filter was placed prophylactically prior to gastric bypass surgery. It was unknown why the filter was left in place after the increased risk of deep vein thrombosis (dvt)/pulmonary embolus (pe) in the perioperative period had passed. The reviewers determined that the filter was deployed in the infrarenal area of the inferior vena cava (ivc) at the l3 level. The filter¿s retrieval hook was directed caudal (toward the feet).the filter was tilted anteriorly such that the cephalad apex is in direct contact with the anterior caval wall and the caudal apex/hook is in direct contact with the posterior caval wall. Both may be partially embedded. All six of the filter¿s primary struts tent the wall of the ivc. Early strut perforation is present posteriorly and posteromedially on a computed tomography (CT) scan. Dystrophic calcification is present in the posterior aspect of the ivc at the level of the filter, possibly the result of old clot in this area or tissue reaction due to the presence of the filter itself. No obvious strut fractures were apparent. No pericaval hemorrhage was present at that time. Post-operative changes are present in the upper abdomen consistent with bariatric gastric bypass surgery.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned including shortness of breath, chest pain, back pain, abdominal pain and internal discomfort, filter tilt anteriorly such that the cephalad apex was in direct contact with the anterior caval wall and the caudal apex/hook was in direct contact with the posterior caval wall and partially embedded. The six (6) of the filter struts tent the wall of the inferior vena cava (ivc). Early strut perforation was present posteriorly and postero-medially. Dystrophic calcification was present in the posterior aspect of the ivc at the level of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Dystrophic calcification, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the filter was tilted anteriorly such that the cephalad apex was in direct contact with the anterior caval wall and the caudal apex/hook was in direct contact with the posterior caval wall and partially embedded. All six (6) of the filter struts tent the wall of the inferior vena cava (ivc). Early strut perforation was present posteriorly and posteromedially. Dystrophic calcification was present in the posterior aspect of the ivc at the level of the filter.